Manufacturer narrative:
Evaluation of the treatment tips were completed. The tip in use when error occurred, passed both visual and thermistor testing, however failed leak testing. The second tip passed visual, thermistor, and leak testing. Functional testing could not be completed on either tip as there was no remaining time left on tips.

Event description:
A physician reported that their patient experienced a 1st degree burn below the left eye and right jaw following a thermage treatment. The highest energy level used was 3.0. The treatment tip was inspected prior to and throughout the procedure and an ample amount of coupling fluid was used. A tip-too-warm error was received during the treatment. The physician then changed tips and continued the treatment without errors. The physician reported that the patient was treated with an unknown intermuscular anesthesia prior to undergoing the procedure. Following the procedure the physician prescribed gentasone. The physician cannot confirm if there will be permanent scarring.

Manufacturer narrative:
The file was reassessed as a non-serious event as there is no permanent scarring expected as a result of the event.